Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Blood glucose was 400 mg/dl. The customer reverted to using manual injections for insulin delivery. As the occlusion alarms had occurred in the past, tandem technical support was unable to determine a cause of the occlusions.